Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that the patient experienced pericarditis. After a pulse field ablation (pfa) procedure using a farawave catheter the patient experienced pericarditis. The patient presented to the emergency room with non-radiating retrosternal pain at rest. The pain was not reproducible with pressure but was posture-dependent (lying on the left side) and related to respiration. There were no associated systemic symptoms. A clinical examination was unremarkable and there was no pericardial friction rub. Biochemical tests showed no inflammatory response and normal troponin levels; an electrocardiogram (ECG) showed no acute repolarization abnormality. A respiratory swab was performed, which was negative, along with an x-ray scan that showed normal cardiopulmonary findings. The patient was placed on a regiment of aspirin and colchicine. The complication resolved a little over two months after the onset date. The device is not expected to be returned for analysis due to disposal.